Event description:
It was reported that during functional bench testing, prior to sterilization, it was observed that the small battery drive device was not working. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. An assessment was performed and it was observed that the coupling head was worn, the electric motor was loose, and there were signs of corrosion. The assignable root cause was determined to be due to wear on mechanical parts and loctite degradation from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.